Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella 5.5 had high purge pressure, purge system blocked alarm. The cassette was replaced but the alarmed continued. Tissue plasminogen activator was initiated. The patient remained on imeplla support until bridge to transplant and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. The data logs confirm both high purge pressure occurrences. There were no motor current spikes and the logs show a gradual rise in purge pressure for both occurrences. The first occurrence was resolved with tissue plasminogen activator (tpa). Tpa was not added after the second occurrence. The root cause of the high purge pressure was most likely biomaterial build up. Added- h6 impact code 4644.